Event description:
It was reported that during a routine pulse generator change out procedure, the physician used electrocautery near the device. Upon interrogation after the implant, the pulse generator exhibited a diagnostics anomaly. After a device software download, normal device function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.